Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer's representative (rep). The patient was receiving fentanyl at an unknown dose and concentration via an implantable infusion pump for an unknown indication for use. It was reported that the pump was alarming and a 8476 code for a motor stall was seen on the patient programmer (ptm). The patient reported that their most recent refill was 2 weeks prior. The motor stall was confirmed by a nurse that interrogated the pump. It was reported that the pump would be replaced on (B)(6) 2019. No symptoms were reported. It was reported that the issue was resolved at the time of the report. The patient's status was noted as "alive-no injury." No further complications were reported.

Manufacturer narrative:
Analysis found that there was corrosion/wear/lubrication on the pump motor gear train, there was a stall due to shaft bearing on the pump motor gear train, and there was a stall due to gear wheel three. Interrogation of the device found that fentanyl was being delivered at 72.0 mcg/day with a concentration of 1,000 mcg/ml. If information is provided in the future, a supplemental report will be issued.